Event description:
A patient with hypertension and hyperlipidemia was admitted with unstable angina. Angiography in 2002 demonstrated the native left main coronary artery had an 80% ostial stenosis and the rca a 90% stenosis. The patient subsequently underwent combined CABG and right internal carotid endarterectomy. The lima was placed to the first diagonal because the lad was a small vessel and svgs to lad and rca using connectors. In 2003, the patient was re-admitted with unstable angina with dynamic ECG changes, but an mi was ruled out. Angiography demonstrated the native rca was occluded and filling via left-to-right collaterals. The lima to the first diagonal was patent. However, both svgs were flush occluded. Redo CABG was performed on the svg-lad. Patient's post-operative course was uneventful.